Event description:
The below report was received by health authority ansm (reference number:(B)(4)) on 18-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("significant pain in the lower abdomen and lower back during ovulation and menstruation appeared") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 385 days after essure insertion, she experienced fatigue ("occurrence of paroxysmal fatigue (never normal) for no apparent reason"), arthromyalgia ("with very significant widespread joint and muscle pain throughout the body"), visual impairment (" loss of distance vision within a few weeks"), disturbance in attention ("difficulty concentrating and remembering"), memory impairment ("difficulty concentrating and remembering"), feeling cold ("permanent feeling of cold"), ovulation pain ("significant pain in the lower abdomen and lower back during ovulation and menstruation appeared"), dysmenorrhoea ("significant pain in the lower abdomen and lower back during ovulation and menstruation appeared"), heavy menstrual bleeding ("haemorrhagic periods"), eructation ("gastroenterological difficulties with burping"), hiccups (" gastroenterological difficulties hiccups"), gastrooesophageal reflux disease ("acid reflux"), flatulence ("meteorism"), restless legs syndrome ("restless legs "), a first episode of electric shock sensation ("painful electric shocks at night"), limb discomfort ("heavy legs"), pain in knee ("pain in hips and in one knee"), pruritus ("generalized itching all over the body with no apparent lesions or reasons"), dry eye (" dry eyes that sting and itch"), eye pain ("sting eyes"), eye pruritus ("itching eyes"), urinary incontinence (" loss of the feeling of "needing to urinate"), contracted bladder (" bladder contractions"), a second episode of electric shock sensation ("electric shocks in the bladder"), micturition urgency (" urinary urgency"), alopecia ("massive hair loss"), headache ("headache, at first only a few hours before menstruation"), palpitations ("palpitations"), diplopia ("double vision in the sun") and insomnia ("chronic insomnia related to hip and leg pain as well as restless legs"). On unknown date she experienced abdominal pain lower (seriousness criterion medically important) and back pain ("significant pain in the lower abdomen and lower back during ovulation and menstruation appeared"). Essure treatment was not changed. At the time of the report, the outcomes for abdominal pain lower, fatigue, arthromyalgia, visual impairment, disturbance in attention, memory impairment, feeling cold, back pain, ovulation pain, dysmenorrhoea, heavy menstrual bleeding, eructation, hiccups, gastrooesophageal reflux disease, flatulence, restless legs syndrome, limb discomfort, pain in knee, pruritus, dry eye, eye pain, eye pruritus, urinary incontinence, micturition urgency, alopecia, headache, palpitations, diplopia, insomnia and the last episode of electric shock sensation were unknown. No causality assessment was received for essure with regard to fatigue, arthromyalgia, visual impairment, disturbance in attention, memory impairment, feeling cold, abdominal pain lower, back pain, ovulation pain, dysmenorrhoea, heavy menstrual bleeding, eructation, hiccups, gastrooesophageal reflux disease, flatulence, restless legs syndrome, the first episode of electric shock sensation, limb discomfort, pain in knee, pruritus, dry eye, eye pain, eye pruritus, urinary incontinence, contracted bladder, the second episode of electric shock sensation, micturition urgency, alopecia, headache, palpitations, diplopia or insomnia. The reporter commented: period of occurrence: one year to one and a half years after insertion. Professional difficulties at the onset of symptoms. Gradual cessation of all extra-professional activities due to pain and fatigue (never normal). Chronic insomnia related to hip and leg pain as well as restless legs, leading to permanent exhaustion. Patient want to have them removed and am looking for a surgeon to do it. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: r2416327) on 18-jun-2024. The most recent information was received on 28-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("significant pain in the lower abdomen and lower back during ovulation and menstruation appeared") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On(B)(6) 2011, 385 days after essure insertion, she experienced fatigue ("occurrence of paroxysmal fatigue (never normal) for no apparent reason"), arthromyalgia ("with very significant widespread joint and muscle pain throughout the body"), visual impairment (" loss of distance vision within a few weeks"), disturbance in attention ("difficulty concentrating and remembering"), memory impairment ("difficulty concentrating and remembering"), feeling cold ("permanent feeling of cold"), ovulation pain ("significant pain in the lower abdomen and lower back during ovulation and menstruation appeared"), dysmenorrhoea ("significant pain in the lower abdomen and lower back during ovulation and menstruation appeared"), heavy menstrual bleeding ("haemorrhagic periods"), eructation ("gastroenterological difficulties with burping"), hiccups (" gastroenterological difficulties hiccups"), gastrooesophageal reflux disease ("acid reflux"), flatulence ("meteorism"), restless legs syndrome ("restless legs "), a first episode of electric shock sensation ("painful electric shocks at night"), limb discomfort ("heavy legs"), pain in knee ("pain in hips and in one knee"), pruritus ("generalized itching all over the body with no apparent lesions or reasons"), dry eye (" dry eyes that sting and itch"), eye pain ("sting eyes"), eye pruritus ("itching eyes"), urinary incontinence (" loss of the feeling of "needing to urinate"), contracted bladder (" bladder contractions"), a second episode of electric shock sensation ("electric shocks in the bladder"), micturition urgency (" urinary urgency"), alopecia ("massive hair loss"), headache ("headache, at first only a few hours before menstruation"), palpitations ("palpitations"), diplopia ("double vision in the sun") and insomnia ("chronic insomnia related to hip and leg pain as well as restless legs"). On unknown date she experienced abdominal pain lower (seriousness criterion medically important) and back pain ("significant pain in the lower abdomen and lower back during ovulation and menstruation appeared"). Essure treatment was not changed. At the time of the report, the outcomes for abdominal pain lower, fatigue, arthromyalgia, visual impairment, disturbance in attention, memory impairment, feeling cold, back pain, ovulation pain, dysmenorrhoea, heavy menstrual bleeding, eructation, hiccups, gastrooesophageal reflux disease, flatulence, restless legs syndrome, limb discomfort, pain in knee, pruritus, dry eye, eye pain, eye pruritus, urinary incontinence, micturition urgency, alopecia, headache, palpitations, diplopia, insomnia and the last episode of electric shock sensation were unknown. No causality assessment was received for essure with regard to fatigue, arthromyalgia, visual impairment, disturbance in attention, memory impairment, feeling cold, abdominal pain lower, back pain, ovulation pain, dysmenorrhoea, heavy menstrual bleeding, eructation, hiccups, gastrooesophageal reflux disease, flatulence, restless legs syndrome, the first episode of electric shock sensation, limb discomfort, pain in knee, pruritus, dry eye, eye pain, eye pruritus, urinary incontinence, contracted bladder, the second episode of electric shock sensation, micturition urgency, alopecia, headache, palpitations, diplopia or insomnia. The reporter commented: period of occurrence: one year to one and a half years after insertion. Professional difficulties at the onset of symptoms. Gradual cessation of all extra-professional activities due to pain and fatigue (never normal). Chronic insomnia related to hip and leg pain as well as restless legs, leading to permanent exhaustion. Patient want to have them removed and am looking for a surgeon to do it. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-jun-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.